Event description:
It was reported that the patient developed an infection at the pocket site. Symptoms of weeping puss and blood, pain, swelling as well as bruising over the ipg site were noted. The cause of infection was unknown. The patient was placed on antibiotics.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed an infection at the pocket site. Symptoms of weeping puss and blood, pain, swelling as well as bruising over the ipg site were noted. The cause of infection was unknown. The patient was placed on antibiotics. Additional information was received that the patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg and leads were discarded by the medical facility

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 13688933.

Event description:
It was reported that the patient developed an infection at the pocket site. Symptoms of weeping puss and blood, pain, swelling as well as bruising over the ipg site were noted. The cause of infection was unknown. The patient was placed on antibiotics. Additional information was received that the patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg and lead were discarded by the medical facility.